Manufacturer narrative:
Fdd (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the catheter was not disconnected when the pocket was opened. A new catheter was implanted and the old catheter was tied off. The spinal segment remained implanted and the pump segment was discarded. The suspected catheter disconnect and withdrawal symptoms had been resolved. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the pump segment remained implanted but tied off. The suspected catheter disconnect and withdrawal symptoms had been resolved with the catheter implantation.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving hydromorphone and bupivacaine (both at 10mg/ml at 2.5mg/day). The indications for use included non-malignant pain and chronic low back pain. It was reported that in (B)(6) 2017 ((B)(6), relative to (B)(6) 2017) the patient experienced withdrawal, the onset was consider ed sudden. A dye study was attempted (B)(6) (relative to (B)(6) 2017), but they were not able o aspirate. The pump was filled with a new concentration and a bridge bolus was programmed on (B)(6) 2017, which was still in progress. The hcp suspected that the catheter may have gotten disconnected. A revision was planned for (B)(6) 2017. No further complications were reported or anticipated.